Manufacturer narrative:
The biomedical engineer (bme) reported that the video output on the display screens on the central nurse's station (cns) switched views and then went blank about 15-30 minutes later. They have a kvm connected to this device and when the user got to the device, located in the closet, the cns was powered down. The user stated that the staff did not shut down the device. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided:

Event description:
The biomedical engineer (bme) reported that the video output on the display screens on the central nurse's station (cns) switched views and then went blank about 15-30 minutes later. They have a kvm connected to this device and when the user got to the device, located in the closet, the cns was powered down. The user stated that the staff did not shut down the device. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the video output on the display screens on the central nurse's station (cns) flipped positions and then went blank about 15-30 minutes later. They have a kvm connected to this device and when the user got to the device, located in the closet, the cns was powered down. The user stated that the staff did not shut down the device. No patient harm was reported. Investigation summary: the bme reported that between 11:30-11:45 pm, the dual screens that were connected to the central nurse's station (cns pu-681ra, sn: (B)(6)), via a hall research gem ex kvm, flipped positions, followed by a "no signal" message on both displays. By the time the bme arrived, the cns was found to be powered off. Upon powering it back on, the system resumed normal operation. Nk's technical support confirmed through a log review that the cns was manually shut down via the cns software by a user at 11:47 pm. There was no indication of a system crash. The initiating party remains unclear, as the customer initially stated that staff did not perform the shutdown. The root cause could not be determined. The customer was unresponsive to attempts to obtain additional information. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the video output on the display screens on the central nurse's station (cns) switched views and then went blank about 15-30 minutes later. They have a kvm connected to this device and when the user got to the device, located in the closet, the cns was powered down. The user stated that the staff did not shut down the device. There was no patient harm reported.